Event description:
Endo gia stapler during lap appy the stapler "popped" when fired. The stapling device was then opened and was removed from the field. The operative field was examined; there were several loose staples present. Exam of the suture line demonstrated mucosa to be exposed as the suture line was not intact. The decision was then made to convert to an open procedure. The staples that were loose at the suture line were removed and did not appear that those staples have been bent down in the usual fashion. Those staples were debrided from the cecum. Covidien universal stapler, ref egiaustnd, lot n2g0002umx with a staple load ref 030458, lot n0j0554, 60-3.5 size.